Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming motor error over the past two weeks. The customer's blood glucose was unknown. The customer was advised to revert to a back-up plan until the replacement insulin pump arrived. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. No motor error alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.